Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('evil coils were gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and fatigue had resolved. The reporter considered fatigue and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: new information: new event ( fatigue) and medical device removal. On 23-mar-2020: follow up received from social media. Essure insertion date was added. Hsg and ultrasound were added. On 23-mar-2020: social media comment received. Device remains implanted. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.